Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during first inflation at 18 atmospheres for 70 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient is in good condition.